Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose value was 535mg/dl. Customers other blood glucose values was 260mg/dl, 350 mg/dl, 59mg/dl and 384mg/dl. The device will not be returned for analysis.